Event description:
It was reported that this right atrial (ra) lead had exhibited lead fracture that occurred at the distal tip. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.